Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed "no disposable, clamp tubing". Subject was advised to clamp her tubing, remove cassette from pump, reconnect cassette and lock the side. Patient confirmed she completed this, but alarm remained. Patient was instructed to switch to her backup pump. Patient programmed the pump according to her dose guide, but reduced the reservoir volume to 50 as patient is due to change her cassette the same day. Infusion started without issue. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.